Event description:
It was reported that the tandem-provided charging supplies were warm to the touch despite being in room-temperature conditions. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.